Manufacturer narrative:
Analysis of the returned device shows that during functional analysis it was not possible to inflate the balloon due to a hole. Visual analysis confirmed a hole in the balloon. The balloon appears to have a longitudinal rupture on the balloon. Based on the information provided, functional and visual analysis, the most probable root cause of the rupture of the balloon is attributed to the contact with bone splinters during surgery.

Event description:
It was reported that a patient underwent an unknown kyphoplasty procedure. During the porcedure, it was reported that a balloon rup tured. A new balloon was used to complete the procedure.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.